Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the on/off is not working, unit not alarming upon start up.